Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Many heart failure patients will have permanent pacemakers and internal defibrillators in place by the time an lvad is implanted. These devices are often needed in the early postoperative period. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. This patient experienced sustained ventricular tachycardia requiring defibrillation/ cardioversion and inotropic support 2 days post vad implantation. Based on the available information and the fact that cardiac arrhythmias such as ventricular tachycardia are found to occur more frequently in patient's during the post-operative period following vad implantation there is an inability to disassociate the reported event from the procedure.  With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. The most likely root cause of the reported event is the patient's history of arrythmia, recent implant procedure and related comorbidities.  There are patient and procedural factors that  may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that the patient was hospitalized for an lvad implant on (B)(6) 2015 and that during the recovery period on (B)(6) 2016 patient had sustained ventricular arrhythmia requiring defibrillation or cardioversion. It was reported that the patient was discharged on (B)(6) 2016. No additional information available.